Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a change in stimulation. The patient had either little to no stimulation or inconsistent stimulation. The patient presented to the clinic where it was found that most of the electrodes had out-of-range impedances. The decision was made to revise the system. During the procedure the lead was checked with a snap-lid. This revealed the same high impedances, so the lead was replaced. Following lead replacement all impedances were in-range and the patient was receiving very good stimulation to the painful area.